Event description:
Complainant alleged that the staff was treating a 46 year old female pt who had developed a cardiac arrhythmia. The staff attempted to defibrillate the pt once at 300 joules using the paddles, but the device would not discharge. There were no messages displayed on the device screen. The nurse switched to the "hands free" zoll pads, and successfully defibrillated the pt. There was no adverse effect on the pt.